Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a physical damage at the electode end. Pocket stimulation was observed coming from the lead. It was thought to be in the middle cardiac vein instead of the right ventricle. A lead revision was performed but the helix would not come back until the lead body was turned. A new lead was implanted at the surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The helix difficulty allegation was confirmed, based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a physical damage at the electrode end. Pocket stimulation was observed coming from the lead. It was thought to be in the middle cardiac vein instead of the right ventricle. A lead revision was performed but the helix would not come back until the lead body was turned. A new lead was implanted at the surgical intervention. The lead has been returned for analysis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The helix difficulty allegation was confirmed, based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism.